Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient experienced excessive bleeding at the puncture site when the sensor was inserted. She went to the emergency room (ER) and received stitches. She was stable at the time of the report. She takes several blood thinners (aspirin, brilinta and coumadin) which likely increased the chance and severity of the bleeding. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.